Event description:
It was reported premature core wire detachment, embolization and patient death occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a 24mm watchman flx pro left atrial appendage closure device and delivery system (wds). The wds was prepared and advanced through the was sheath. Under fluoroscopic and transesophageal echocardiography (tee) guidance, the wds was visualized within the sheath, and advanced into the left atrial appendage (laa). Upon initial deployment, prior to pushing the device out of the sheath, the physician noted separation of the core wire from the closure device resulting in a premature release of the device. Due to heavy pectinate anatomy, the closure device was not engaged within the laa and subsequently embolized into the left atrium. The physician prepared for device retrieval; however, during sheath exchange, the closure device migrated into the left ventricle. Initial attempts at retrieval using a snare were unsuccessful, and the decision was made to utilize a mitraclip sheath. The closure device was successfully retrieved; however, retrieval resulted in mitral valve prolapse. The physician then proceeded with placement of a mitraclip. The patient remained hemodynamically stable throughout the procedure. Following completion of the procedure, the patient required levophed support, as reported by the anesthesia physician. The patient was reported to have a large left to right acquired shunt in the atrium with continued severe mitral regurgitation with pulmonic systolic flow reversal. The ejection fraction (ef) remained normal. The patient remained intubated in the intensive care unit (ICU) having cardiogenic shock and hypoxia issues. The patient subsequently passed away three days post procedure, on (B)(6) 2026. The official cause of death was not provided; however, the death was attributed to the complication associated with the procedure/device.

Event description:
It was reported premature core wire detachment, embolization and patient death occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a 24mm watchman flx pro left atrial appendage closure device and delivery system (wds). The wds was prepared and advanced through the was sheath. Under fluoroscopic and transesophageal echocardiography (tee) guidance, the wds was visualized within the sheath, and advanced into the left atrial appendage (laa). Upon initial deployment, prior to pushing the device out of the sheath, the physician noted separation of the core wire from the closure device resulting in a premature release of the device. Due to heavy pectinate anatomy, the closure device was not engaged within the laa and subsequently embolized into the left atrium. The physician prepared for device retrieval; however, during sheath exchange, the closure device migrated into the left ventricle. Initial attempts at retrieval using a snare were unsuccessful, and the decision was made to utilize a mitraclip sheath. The closure device was successfully retrieved; however, retrieval resulted in mitral valve prolapse. The physician then proceeded with placement of a mitraclip. The patient remained hemodynamically stable throughout the procedure. Following completion of the procedure, the patient required levophed support, as reported by the anesthesia physician. The patient was reported to have a large left to right acquired shunt in the atrium with continued severe mitral regurgitation with pulmonic systolic flow reversal. The ejection fraction (ef) remained normal. The patient remained intubated in the intensive care unit (ICU) having cardiogenic shock and hypoxia issues. The patient subsequently passed away three days post procedure, on 24-apr-2026. The official cause of death was not provided; however, the death was attributed to the complication associated with the procedure/device.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the watchman flx pro, part # m635wu60240, batch # 0037435664. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis a watchman flx pro delivery system (wds) with the implant detached was returned for device analysis. The device was visually and microscopically examined. Visual inspection found numerous kinks in the sheath. Microscopic examination revealed tip damage as the tri-cuts were flared and abrasions were within the sheath tip. There was damage to implant as the frame was fractured with crossed struts, and the fabric was torn. Device functionality testing was carried out by re-attaching the implant to the core wire. The implant screwed onto the core wire tip easily, and without resistance. There were no tactile difficulties threading or unthreading the implant to its limit and the act of threading and unthreading the implant was smooth throughout the thread mesh. Tensile force was applied to the implant, and the threads provided secure attachment between the core wire and the implant as evidenced through loads high enough to alter the shape of the implant. The implant released from the core wire after four full rotations. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. Media review confirmed the reported detachment and embolization. Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review report concluded: can confirm core wire detachment during deployment. Unable to determine cause of detachment. Can confirm embolization in left atrium. Labeling review of the complaint information and the instructions for use (IFU) did not reveal any evidence of device off-label use or failure to follow instructions; therefore, no updates to the document are required at this time. The IFU lists embolization, valvular/vascular damage (mitral regurgitation), hypotension, hypoxia (additional device and medication required, intubation, intensive care) and death (cardiogenic shock) as potential adverse events. The IFU lists the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review a risk review was completed and confirmed that premature detachment of device, embolization, valvular/vascular damage (mitral regurgitation), hypotension, hypoxia, and death (cardiogenic shock) was defined in the risk documentation. These event types have been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of unintended use error caused or contributed to event.